Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jun-2026, UDI#: (B)(4). Product ID: 977a260, serial# (B)(4). Was returned for product analysis. Analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that upon first connection all connections good, green. Once connected to battery for final placement. 4 connections (4-7) red. Cleaned off tried 2 more times same thing. Switched into 8-15 same showed, 4 connections (12-15). Went to change lead, md decided to replace both. One of the middle connection came up red. Md decided to proceed. Upon checking it for the second time, 3 in the middle came up red. Got a wens (no charge to facility) same 3 came up red. Md decided to close pt and ¿work¿ with what we had. In recovery room all connections and all impedances within normal limits, under 1000. The one lead that had the same 4 connections red is being sent back for analysis.